Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high ventricular rate (hvr) episodes due to high amplitude noise on the rv lead was observed. Lead replacement was discussed. No plan was made since the patient is not pacemaker dependent.